Event description:
Did anyone suffer a serious injury? Yes, the monitor fell down on the eyebrow of the pt. The monitor was on a table mount and fell down during manipulation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.